Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9086855. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the damage experienced by the tubing of the returned device, is indicative of damage from the clamp and can occur if the device is applied to tubing for an extended duration. Based on our observations, this non-conformance is not associated with the manufacturing process. Part was received with the clamp activated, when we opened the clamp we could noticed that the tube presented the mark of the clamp. Clamp was reviewed and we did not noticed flash or any visual defect that could help to produce the defect detected by our customer.

Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing was crimped. This was discovered during use. The following information was provided by the initial reporter: material no.: 383551 batch no.: 9086855 it was reported that tubing permanently crimped where clamp is rendering product unusable. Concern description: tubing permanently crimped where clamp is rendering product unusable. Unfortunately catheter was already inserted in patient, necessitating catheter removal and second IV insertion and additional discomfort to patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system tubing was crimped. This was discovered during use. The following information was provided by the initial reporter: material no.: 383551, batch no.: 9086855. It was reported that tubing permanently crimped where clamp is rendering product unusable. Concern description: tubing permanently crimped where clamp is rendering product unusable. Unfortunately catheter was already inserted in patient, necessitating catheter removal and second IV insertion and additional discomfort to patient.